Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was seen for follow-up after the patient notifier was triggered. Upon interrogation, the left ventricular lead impedance was found to be high and out of range. The issue was isolated to one electrode configuration. A different electrode configuration was programmed and the parameters were then normal. The patient was stable.